Event description:
Health care professional (hcp) reports one incident of a blood leak on the first use of the dialyzer after being preprocessed. This occurred at the onset of treatment when the hcp heard a blood leak alarm, noted visible blood in the dialysate compartment and a hemastix confirmed the blood leak. At the time the incident occurred, the hcp reports that the pt complained of a stomach ache and a headache, but the hcp was unable to say if these were attributed to the blood leak. Estimated blood loss was 150cc. No medical intervention reported and the pt continued and completed the treatment with a new dialyzer and bloodlines without incident.